Manufacturer narrative:
Device evaluated by MFR: the returned guide wire was visually inspected. There is a kink at 1 cm and a bend at 126 cm from the poly tip section. The guide wire also presents at fracture at 150 cm from the poly tip section. The device was sent to the analytical lab to determine the cause of the fracture. The external analysis provides: failure on the hypotube presents evidence of compression and tension zones which were probably caused by a bending event; also failure surface presented a fracture plane at approx 45º relative to the longitudinal axis of the wire due to a bending action. Also the fracture presented a region with elongated dimples rupture, which could be related to the manner in which the guidewire is handled during the procedure. No material anomalies were found. The guide wire is within od specifications in undamaged areas. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty procedure, a guide wire fracture occurred. While torquing the choice pt guide wire outside of the patient, the guide wire fractured within an unspecified balloon catheter. The physician exchanged the guide wire and completed the case successfully with no complications. Patient status was reported as okay.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an angioplasty procedure, a guide wire fracture occurred. While torquing the choice pt guide wire outside of the patient, the guide wire fractured within an unspecified balloon catheter. The physician exchanged the guide wire and completed the case successfully with no complications. Patient status was reported as okay.